Event description:
A post-op xray for a rotator cuff repair revealed what appears to be the broken fragment of an inserter tip of a bioknotless rc anchor, which is the device that was used in the repair. They feel that this fragment is embedded in the anchor within the bone. They are stating no pt harm and that the case was concluded successfully.